Manufacturer narrative:
The reported event could not be confirmed. It was unknown whether the device had met specifications due to no sample was returned for evaluation. The product was used for treatment purposes. A potential failure mode could be ¿leaks¿ with a potential root cause of ¿seams bust and hole or tear¿ the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." The device was not returned.

Event description:
It was reported that there was a tear in the drain bag and the patient developed a catheter associated urinary tract infection as a result of the tear. The patient was reportedly admitted in the acute care setting at the facility, and was treated with intravenous antibiotics for the urinary tract infection.